Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt of a moderately tortuous and moderately calcified posterior tibial artery (pta). A 4.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon was initially inflated at 22 atmospheres and 24 atmospheres on the second inflation. However, on the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was not completed for the same device was not available. No patient complications were reported and the patient's status was good.